Manufacturer narrative:
The data files and balloon catheter 2af283 with lot, 53775-091 were returned and analyzed. The returned data files confirmed system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection. Smart chip verification showed that the catheter has been used for eight applications on date of event. The catheter failed performance test due to system notice 50005 upon application of the vacuum. Pressure test showed a leak through the tip of the balloon catheter. The dissection and pressure test showed a guide wire lumen breach. Further analysis showed guide wire lumen breach and kink at balloon segment 1.37 inches proximal from the tip. In conclusion, the balloon catheter failed inspection due to the system notice 50005 and guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.